Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 91 mg/ml, 501 mg/dl and 458 mg/dl within a ten minute timeframe. The customer obtained additional imprecise meter reading comparisons of 176 mg/dl, 40 mg/dl, and 61 mg/dl later that same day from the same meter as well. Husband found customer unresponsive and sweating, customer ate 2 pieces of candy but was not treated at a health care facility or received any third party medical intervention. When plotted on a parkes error grid the results fall in the c zone showing the difference in readings to be clinically significant. The product has been received for investigation.

Manufacturer narrative:
After product was returned the reported complaint was not confirmed: investigation of returned product did not substantiate reported results by customer and all results were within range specification. Additionally, a second set of meter readings were obtained from the same meter on the same day by the customer but were not taken within the standard 10 minute timeframe. No third party medical intervention was required. Customer's product was replaced.